Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. The reported patient effect of dissection, as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to the reported event.

Event description:
The procedure was to treat a moderately tortuous lesion in the distal left anterior descending artery. There was an edge dissection in the distal section after the xience v stent was implanted. Another xience was used to treat the dissection. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.